Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined that the reported difficulties and foreign body in patient appear to be due to case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in the mid superficial femoral artery with heavy calcification and mild tortuosity. A high torque (ht) spartacore guide wire was advanced toward the target lesion. A non-abbott re-entry catheter was advanced over the guide wire. When the re-entry catheter was pulled resistance was noted and the needle on the device broke the guide wire tip off which remained in subintimal space. No attempt was made to retrieve the separated tip. Everything was pulled out and a new all star guide wire was advanced toward the target lesion. A new re-entry catheter was successfully advanced over the guide wire to treat the lesion. The lesion was ultimately treated with two supera stents. There was no clinically significant delay in the procedure. No additional information was provided.